Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate finger sticks. Reporter's results were 63, 99 and 122 mg/dl. Reporter did not have any symptoms. A control test was not done due to unavailability of control solution. On follow-up, the reporter checks the confirmation dot, and described an accurate testing technique. Reporter has been cleaning the meter with alcohol. No harm was alleged.